Manufacturer narrative:
.

Event description:
Information was received from a hcp (healthcare provider) regarding a patient receiving intrathecal baclofen and dilaudid via an implanted pump. The pump IFU (indication for use) was listed as intractable spasticity and spinal cord injury/spinal cord disease. The hcp read the patient's pump; the patient was in ICU (intensive care unit) and was oversedated. A managing hcp was at the hospital and was seeing the patient. There was a neurologist at the hospital who was managing the patient but the reporter did not know who the patient's pump managing hcp was. Further actions, interventions, and patient outcome were not reported. On 3/23/2016, additional information was received from a hcp. A bridge bolus was programmed as the new baclofen in the pump was changed from 650 mcg/ml to 500 mcg/ml concentration. The pump contained hydromorphone 30 mg/ml at a dose of 9.006 mg/day (primary drug unchanged) and compounded baclofen (concentration changed from 650 mcg/ml to 500 mcg/ml; dose changed from 195.14 mcg/day to 150 mcg/day). Additional information has been requested, but was not available as of the date of this report. Additional information from the physician indicated that the pump was used to deliver compounded baclofen 650mcg/ml at a dose of 260.18mcg/day with a start date of (B)(6) 2015 and dilaudid 30mg/ml at a dose of 12.008mg/day. Both therapies were ongoing. At the time of the event, the patient was also receiving cymbalta, gabapentin, escitalopram, baclofen, norco, lasix and ondansetron. The patient's medical history included dm (diabetes mellitus), depression/anxiety and "pls". The patient did not have any known allergies. It was unknown what diagnostics were performed. The dosage was reduced; dilaudid was decreased to 9mg/day. It was suspected that the baclofen was the cause of the patient being oversedated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.